Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress from use, external factors, or handling caused the peeling to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope" . 5."inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: image guide bundle had significant breakages, due to damage on charged coupled device unit, foggy image occurs, due to a chip on objective lens, flare or ghost occurred, adhesive on the bending section cover was chipped, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, because connecting tube was crushed, forceps could not be inserted, connecting tube has a dent, electrical connector was sticky, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchofibervideoscope had a video image defect. During evaluation, the following reportable issue was found: connecting tube has coating peeling. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.